Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited an increase in pace impedances on the right atrial (ra) lead. The impedances were previously stable around 500 ohms, but then jumps up to 1500 ohms were observed. The patient has chronic atrial fibrillation, so ra sensing is off. As the patient does not use ra therapy, no changes were made. The device and lead remain in service. The ra lead is a competitor's product. No adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker exhibited an increase in pace impedances on the right atrial (ra) lead. The impedances were previously stable around 500 ohms, but then jumps up to 1500 ohms were observed. The patient has chronic atrial fibrillation, so ra sensing is off. As the patient does not use ra therapy, no changes were made. The device and lead remain in service. The ra lead is a competitor's product. No adverse patient effects were reported. Additional information was received, which indicated the pacemaker declared a lead safety switch (lss) due to high out-of-range (oor) pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. After the lss noise and oversensing was observed. Troubleshooting was performed, and the ra lead was reprogrammed to the unipolar pace and bipolar sense configuration. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received, which indicated the ra lead was fractured and the rv lead has an insulation breach. It was noted that rythmiq episode were stored due to undersensing the r-waves on the rv lead, which resulted in inappropriate pacing. Technical services discussed reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
Boston scientific received information that this pacemaker exhibited an increase in pace impedances on the right atrial (ra) lead. The impedances were previously stable around 500 ohms, but then jumps up to 1500 ohms were observed. The patient has chronic atrial fibrillation, so ra sensing is off. As the patient does not use ra therapy, no changes were made. The device and lead remain in service. The ra lead is a competitor's product. No adverse patient effects were reported. Additional information was received, which indicated the pacemaker declared a lead safety switch (lss) due to high out-of-range (oor) pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. After the lss noise and oversensing was observed. Troubleshooting was performed, and the ra lead was reprogrammed to the unipolar pace and bipolar sense configuration. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received, which indicated the ra lead was fractured and the rv lead has an insulation breach. It was noted that rythmiq episode were stored due to undersensing the r-waves on the rv lead, which resulted in inappropriate pacing. Technical services discussed reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received, which indicated that the pacemaker system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
Additional information was received, which indicated the pacemaker declared a lead safety switch (lss) due to high out-of-range (oor) pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. After the lss noise and oversensing was observed. Troubleshooting was performed, and the ra lead was reprogrammed to the unipolar pace and bipolar sense configuration. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed as the conclusion code was updated.